Event description:
It was reported that the patient experienced the multiple infusion set patches did not adhere to the skin upon insertion event on 01 jan 2026. The events occurred from (B)(6) 2026 through (B)(6) 2026.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.